Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occurred. The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data.